Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient vision was not as expected. The iol was exchanged with another lens. Clinical reason for explant was also mentioned as vision not as expected. Additional information has been requested.